Event description:
It was reported the ventricle port (black plastic) is damaged/broken and needs to be replaced. It was also reported the hanging clips and side clips are also broken and missing. It is noted the battery tray cover also needs to be replaced. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the ventricular output connector was broken, the battery drawer was broken, both bail covers were broken, and both bails were missing. It was also noted that the upper and lower case halves were broken, the battery release and control knobs were contaminated, the ring cover was broken, the lead flex cover was corroded, the heart wire contacts were patinated, the battery contacts were compressed, the ring was bent, the keyboard window was scratched, the serial number label was damaged, the main printed circuit board (pcb) was out of electrical specification and the battery flex and heart lead flex were corroded. Further analysis was performed on the main pcb. This analysis confirmed that the battery removal failure seen during repair of the device was caused by a capacitor component failure. (B)(4).